Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14071. It was reported the pt was not receiving effective stimulation and no longer wanted his scs sys. The pt's entire scs sys was explanted on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.